Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of clinical assessment, the indeterminate endoleak was found to be a type ib endoleak of the left common iliac artery. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The procedure related harms identified were post-operative respiratory complications and a myocardial infarction. The final patient status was discharged home on the first post-operative day. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure (exact date was not provided), an endoleak of indeterminate origin was reported. The patient was reported as stable and an intervention has been scheduled. Additional information: the physician performed a re-intervention with a bifurcated stent graft and (2) iliac limbs on (B)(6) 2019. During the clinical investigation, the indeterminate endoleak was determined to be a type 1b endoleak of the left iliac artery.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure (the exact date was not provided), an endoleak of indeterminate origin was reported. The patient was reported as stable and an intervention has been scheduled.